Manufacturer narrative:
The software analysis determined that without exam archives there was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 9735736, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software logs were received for analysis and are under investigation at the time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site stated that they were having issues with inaccuracy during a clinical case while using the flat panel emitter. They have used it many times in the past with no issue. They aborted navigation for that case and swapped to the side mount emitter for the next case with no issue. No further information was received. Additional information was received stating that it is unknown how inaccurate the procedure was and that there was less than a 15 minute delay. No impact on patient outcome.